Event description:
Boston scientific received information that this right atrial (ra) lead had fractured. The patient's pacemaker was programmed to pace/sense in the ventricle only due to atrial fibrillation (af). It was reported that the patient was going to undergo a pacemaker changeout procedure in the future and the atrial port was going to be plug. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.